Event description:
It was reported that during a procedure when the unit was unplugged from the wall outlet a nurse sustained a shock. There was no medical treatment or intervention administered to the nurse as a result of the event. There was no delay in the case and no additional adverse consequences associated with the device.

Manufacturer narrative:
A MFR field service tech was dispatched to the user facility to evaluate the device. It was confirmed that the unit had an electrical connection issue between the power cord, wires and power plug assembly. The power cord was re-wired to the power plug and the unit was returned to use. The cause of the power cord damage is unk, but may be the result of mishandling when the unit is unplugged from the wall outlet.